Event description:
It was reported that during a total vaginal hysterectomy procedure, the device was fired and it had inconsistent staple foramtion. There was extended or time. There was not pt consequence reported.